Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to sepsis originating from the patient¿s pd catheter (not a fresenius product). No additional information was provided during intake. Follow-up with the patient¿s spouse revealed the patient remains hospitalized in critical condition as of 31/aug/2022 and has transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (hospital records, medication records, treatment data) have thus far proven unsuccessful. However, the patient¿s spouse stated there were no concerns with any fresenius device(s) and/or product(s).